Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013.

Event description:
An implantable pulse generator (ipg) system was returned from a histologist with no information. Information identified via online obituary indicated the patient died approximately 10 months post implant of the ipg and 9 years post implant of the lead. A cause of death was requested and not received.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant product: 5076-52 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).